Manufacturer narrative:
(B)(4) - intraperitoneal fluid. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a routine ovarian cystectomy procedure on (B)(6) 2011. During that time, the pt experienced 75cc of blood loss and an entire sheet of the absorbable hemostat was packed into an ovarian cyst. The product was then left in place and not removed after hemostasis was achieved. Two days later, the pt experienced profuse nausea and vomiting that did not respond to medication. An ultrasound at 5 days post operatively, the pt presented with a large amount of intraperitoneal fluid. The pt was dehydrated and in renal failure. The pt was admitted to the hospital and treated with IV fluids and bicarb and other meds. The pt was (B)(6) over her pre-operative weight. As of (B)(6) 2010, the surgeon opines that the renal insufficiency may be related to other factors and was resolving.